Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.

Event description:
The following report was received from the field: during a coronary intervention, the stent's shaft became cracked at the time of insertion. No pt injury occurred and no additional info has been forthcoming.